Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm again. Customer reported that the insulin pump experienced an unexpected restart. Customer was able to clear the alarm and able to rewound the insulin pump. Customer stated that insulin pump had power loss alarm. Customer was able to successfully clear the alarm and able to complete rewound the insulin pump. Customer was not received multiple power loss alarms when batteries were out of the insulin pump less than 10 minutes. Customer took shower and after the insulin pump alarm to change the battery and then it went off. Customer reported that insulin pump had a blank display. Customer stated the battery was replaced multiple times, but the issue was not resolved. The customer was assisted with troubleshooting. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated display returned after insulin pump restart. Customer performed self test and test was passed. Customer reported that the battery was not last and they received failed battery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.